Event description:
Surgeon unable to sink modular broach 37/5 number 0 into canal, then tried 44/ number 0 which sunk below where the 37/5 had stopped with ease. Surgeon used 44 broaches instead of the 37/5 broaches as planned. Surgeon states that he believes that the modular 44/0 is smaller than the 37/5 broach. He asked for this to be investigated.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.